Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three and a half years ago. It was reported that the stent graft migrated and fell into the aneurysm sac and this was attributed to disease progression where the aortic neck currently measures 32 mm in diameter at the renal arteries, 5 mm distally it was 33 - 34 mm and 10 mm distally it was 36 mm. The length of the neck is just 5 mm. The distance between the renal arteries and the flow divider is 117 mm. The stent graft is folded posteriorly within the aneurysm sac. The migration was evaluated by CT. An endurant main body and a contralateral limb were successfully implanted on the right to repair the migration with excellent result. Ivus was used on the proximal seal zone at the beginning of the case and ivus measured 31 mm at the renals and 32 mm at 6 mm below lowest renals. Ivus measured 35 mm at 10 mm below lowest renal. No additional clinical sequelae were reported and the patient is fine. A review of returned 3d images show the stent graft within the aneurysm sac, and the bifurcated aortic body has folded over itself.

Manufacturer narrative:
(B)(4). (Film evaluation). Evaluation, results: inherent risk of procedure (migration, endoleak, kink), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).